Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The generator was able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The field reported event was not confirmed. Based on the information provided to abbott and the investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible. The generator was able to power on.

Event description:
During the procedure, the generator would not power on and the procedure was cancelled. There were no adverse consequences to the patient.